Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusions: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient had been lost to follow-up. A film review done two years post index procedure showed there is a distal type 1 endoleak coming from the distal most piece. The endoleak was attributed to disease progression which dilated the thoracic aorta down to the celiac artery. The patient will be brought back in 2 weeks where the celiac will be covered and the stent graft will be extended down the celiac artery. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant showed a 5cm aneurysm in the distal descending thoracic. The aorta diameter near the celiac measured approx 23-31mm. Post-implant films show that the taa has progressed distally with a distal type I endoleak; the aortic diameter near the celiac measures approx 34-43mm.